Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for may-thurner compression underwent bi-lateral implantation of abre venous stents in the common iliac vein and external iliac vein, both right and left, at proximal and mid locations. The patient experienced multiple health issues, including a suspected nickel allergy that was later not confirmed, and ongoing health issues with uncertain relation to the abre stents. The patient had an initial reaction event characterized by hypersensitivity and swelling, which appeared as allergic reactions within days 2-14 after the procedure. The patient developed a life-threatening illness or injury and a fibrous target lesion at the peripheral veins. Minimal calcification was noted. The issue remained present and unresolved.

Manufacturer narrative:
Additional information: the stents have not been explanted yet. Physician is discussing with allergist and potentially ordering further testing before explanting the stents. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: onset of symptoms within the past year. Patient has undergone allergy testing and it has been determined that the patient does not have a nickel allergy and the stents will not be removed, since the allergy testing was negative, the abre stents will not be removed and the physician has determined that the patient's symptoms lies elsewhere. Patient was having symptoms consistent with an allergic reaction of unknown origin. The abre stents were investigated and were determined to not be the source of the symptoms. Physician reported that clinically, the patient is still symptomatic with skin rashes and has failed both immune suppressants and corticosteroids. A metal-ltt lab test was done which showed the patient is reactive to nickel. Regarding the initial placement, the physician reporting this complaint did not place the stents. The abre stents were initially placed bi-laterally from the external iliac vein into the ivc for may- thurner syndrome. Physician said they were placed in feb/march 2025. The patient began to be symptomatic after the stent placement. Physician is determining the next steps for the patient. Stent explantation is being considered as an option for treatment and is continuing to monitor the patient to determine if explanting the stents is the best option. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.